Event description:
It was reported the balloon would not deflate. A procedure was being performed with a 6 x 40 ranger drug coated balloon. The balloon was inflated to nominal pressure for approximately two minutes. Upon attempting to deflate the balloon, it would not do so. It was attempted for several minutes to deflate. The inflated balloon, sheath and guidewire were all removed from the patient together. The procedure was completed without any patient complication.

Manufacturer narrative:
Device returned to manufacturer: the outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed multiple stretched sections along the inflation lumen. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage (the stretched section) that would have contributed to the reported event.

Event description:
It was reported the balloon would not deflate. A procedure was being performed with a 6 x 40 ranger drug coated balloon. The balloon was inflated to nominal pressure for approximately two minutes. Upon attempting to deflate the balloon, it would not do so. It was attempted for several minutes to deflate. The inflated balloon, sheath and guidewire were all removed from the patient together. The procedure was completed without any patient complication.